Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was seen at the hospital after a right ventricular (rv) lead integrity alert (lia) sounded. A remote monitor transmission showed that the patient's rv lia was triggered due to non-sustained (ns) episodes with t-wave oversensing (twos) and non-physiologic short interval counts (sic). The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.